Event description:
Rptr has tissue expanders implanted in 11/97. After implantation, rptr complained of nausea, stiff muscles and achy joints; which she reported to her surgeon. Rptr claims that the surgeon filed a report regarding these symptoms with the MFR. After the rptr's surgical wounds healed, the rptr has reason to believe that the surgeon discontinued her complaint with the MFR. Rptr claims that for 2 weeks in march and 2 weeks in april, she was hospitalized for liver failure, cause "unk". Rptr had fevers ranging from 101-104 degrees f, and tested negative for hepatitis. Rptr had bleeding and bowel ulcerations; she tested negative for cancer and chron's disease. She claims she had "kidney swelling", but there was no evidence of infection. Rptr was unable to walk. Rptr claims that med professionals deemed her case as "rare", and had concern over a possible allergic reaction to the tissue expanders. As a result, her dr recommended having the tissue expanders explanted, but the rptr claims she had to wait for 5 months to do so until her body was "healthy" enough to withstand surgery. Tissue expanders were explanted on 11/16/98, and rptr believes her health to have improved already. The devices were analyzed by a surgical pathology team, whose investigation revealed no abnormalities with the devices. Rptr spoke with a customer svc rep from mcghan, and was upset that "they did not care about her condition". Rptr may return the devices to the MFR, but is still undecided.